Event description:
It was reported that a cgm error occurred with the customer's device. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided instructions for a complete pump reset. After resetting the pump, the customer successfully initiated a new cgm session, and no further error was reported.